Manufacturer narrative:
The device was returned to (B)(4) for evaluation and the reported event was confirmed. The cardan joint was broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Product problem checked as there have been similar events to this observed fracture reported in the past that may have led to injury. Adverse event : other serious (important medical events) was checked due to the one (1) hour surgical delay reported, which could potentially lead to complications due to the prolonged exposure to anesthesia. However, no complications nor patient consequence were reported as a result of this malfunction. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown procedure that while impacting a pinnacle sector cup with the offset greatbatch cup inserter, one (1) of the pivot joints separated on the cup inserter. The 2 small metal pieces that held the joint in place were not found. An x-ray was taken and the doctor did not see the metal attachments in the patient. Additionally, it was reported that there were no fragments in the suction machine or the filter. A surgical delay of one (1) hour was reported. No additional adverse events nor patient consequence were reported as a result of the malfunction.